Manufacturer narrative:
The customer¿s products have been requested for return. The product has not been received at this time. If the product is returned in the future, a follow up report will be submitted. Routine retention testing is performed. Retention testing data is reviewed and appropriate actions are taken as needed. Occupation was lay user/patient.

Event description:
The initial reporter received questionable results from coaguchek xs meter serial number (B)(4). At about 1:00 pm, a laboratory draw was taken from a port flushed with heparin. The result was 1.7 inr. The laboratory used "kc 1 delta and runs dade by siemens". At 1:01 pm, the meter result was 2.4 inr. The therapeutic range was 2.0 inr-3.0 inr.